Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. "It was reported that the pump had upstream occlusion." It cannot be replicated the report error by testing. Found severe bubbling downstream occlusion sensor (dso) seal. The most likely cause of the report error is dso sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had upstream occlusion.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.